Manufacturer narrative:
Due to character restrictions telephone number : (B)(6). A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during a routine checkup the cs100 intra-aortic balloon pump (iabp) unit had a autofill failure. There was no patient involvement.

Event description:
N/a

Manufacturer narrative:
A getinge field service engineer (fse) evaluated the iabp cs100 intra-aortic balloon pump (iabp) unit and was able to reproduce the reported issue. The fse checked and reset the connections of the main board and front end pcb. He then found that the full sensor led indication was off and proceed to adjust the full sensor, which then showed the led working. The fse performed all safety checks to meet factory specifications. The iabp was then released to the customer and cleared for clinical service.